Manufacturer narrative:
The t:flex pump user guide indicates that only humalog and novolog have been tested by tandem diabetes and found to be compatible for use in the t:flex system. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had received an occlusion alarm. The customer's blood glucose level was 200 mg/dl. The customer declined tandem customer technical support's (cts) offer to perform a system check. The customer stated that there were no issues with the infusion set tubing or site. Reportedly, the customer had been using apidra insulin in the cartridge. Cts informed the customer that apidra was not labeled for use with the pump. The customer acknowledged the information.